Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). The device was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). The device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: e1 initial reporter state.